Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead became stuck in the device header during the elective device replacement procedure. The lead was cut, surgically abandoned and replaced. No adverse patient effects were reported.